Event description:
The customer reported that the supply bag for the homechoice device became disconnected from the line. The error occurred during dwell 1/4. The hp was able to resume therapy after starting over with new supplies. There was patient involvement, but there was no injury or medical intervention reported. No further information was provided.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to unavailable sample. The cause was determined to be user error as the patient connected a spike disposable set to luer solution bags. The results of a label review revealed that labeling is adequate for the user error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.